Event description:
Reportedly, on (B)(6) 2020, a standard follow-up was performed on the subject ICD. At the end of the follow-up, the device memories (aida) were erased while the patient got up. After the patient left the room, an error message appeared indicating that the programming of the memories failed and that the memories were disabled, requiring a re-programming in order to be reactivated. At this point, the patient had already left. Therefore, another follow-up was scheduled in order to reprogram the device memories. No remote alert has been received since.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, a standard follow-up was performed on the subject ICD. At the end of the follow-up, the device memories (aida) were erased while the patient got up. After the patient left the room, an error message appeared indicating that the programming of the memories failed and that the memories were disabled, requiring a re-programming in order to be reactivated. At this point, the patient had already left. Therefore, another follow-up was scheduled in order to reprogram the device memories. No remote alert has been received since.